Event description:
The customer reported that the insulin pump does not alarm low reservoir as expected. The customer stated that the insulin pump alarms no delivery when the reservoir is empty. Troubleshooting was performed. Reviewed the alarm history and did not find low reservoir alarms. Then the customer stated that he reviewed the status screen and found 60.0 units left. Ran a displacement test and failed. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and does not alarm low reservoir as a result of the motor encoder signal being out of phase.